Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. The date of implantation is unknown. It is reported the rods remained locked, however they were explanted as a result of the screws being explanted. The rod part numbers were not provided and the rods were not returned for evaluation. The rod part numbers were requested but have not been provided at this time. If the rod part numbers are identified additional reports will be submitted. Report three of eight for the same event, see also 3004485144-2016-00021 through 00028.

Event description:
The sales associate reported a polaris revision due to pain, breakage and loosening. It is reported the screws loosened at the bone-screw interface; the rods remained locked. The screws and rods were removed without incident.

Manufacturer narrative:
The ha coated screw, 8.5 x 40mm item # 14-592545, lot # 2436861 was returned for evaluation. Visual inspection of the item shows minor scrapes from normal use of the screw. The threads seem to be appropriate with no visual imperfections. The DHR (device history record) for item # 14-592545, lot # 2436861 was reviewed. The screws were received and inspected with no non-conformances noted. There are no indications of manufacturing issues which would have contributed to this event. The screw was likely conforming when it left biomet control. The complaint is non-verifiable that the bone-screw interface was loose. The root cause cannot be conclusively determined but patient bone quality may be a contributing factor. Fields were updated based on the completion of the device evaluation. Supplemental report three of eight for the same event, reference 3004485144-2016-00021-2 through 3004485144-2016-00028-1.